Event description:
Boston scientific received information that this left ventricular (lv) lead was dislodged and exhibited high pacing threshold measurements as well as muscle stimulation. Subsequently, this lv electrogram (egm) was flat as the device was programmed to right ventricle (rv) only due to lead dislodgement. Boston scientific technical services (ts) explained that the lv egm was flat as the lv sensing was turned off. The issue was resolved after this lv lead was repositioned after an attempted lv lead was not successfully implanted. This lead remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.